Event description:
It was reported that on 30 march 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed posterior leaflet, and a flailed leaflet for a mitraclip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was performed, after significant force the sgc was removed from the stabilizer. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.